Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced error 512:320:658. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 512:320:658 was confirmed by service. This condition was caused by missing battery harness. The battery harness was installed to fix the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.